Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse found tubing from the bottom of the flow cell to the y fitting (fy211) had come off of the y fitting and leaked diluent during the flow cell cleaning process. The fse replaced the tubing and resolved the leak. The instrument generated latron vote outs and hgb background fail to alert the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting clear liquid leaking onto the counter when the unicel dxh 800 coulter cellular analysis system was running a daily checks cycle. The volume was reported as unknown and the leak was not contained within the unit. The customer also indicated that the latron control displayed vote outs and the hemoglobin (hgb) background failed on the daily check cycle. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of occurrence. The customer also reported they leaned on the counter at the time of the leak and their uniform was soaked and the skin on her stomach was wet from the fluid. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated as a result of this event.